Manufacturer narrative:
PMA/510k. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a cook silicone balloon hysterosalpingography injection catheter, the balloon ruptured when being inflated with a syringe. Another same type device was used to completed the procedure. No unintended section of the device remained inside of the patient's body. No additional procedure were required due to this occurrence. No adverse effects were reported related to this occurrence. Additional patient and event information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02feb2021. The device was used during a hysterosonography procedure. The device was inflated with 1ml water without any difficulties with the provided syringe. The device did not make patient contact.

Manufacturer narrative:
Correction- b1, h1: the device was returned for investigation 25feb2021. A functional test of the balloon performed, using air and a syringe, found the balloon inflated asymmetrically but did not leak. After the syringe was removed, the device did not leak at the inflation valve. There was no evidence that the balloon ruptured as originally reported. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.